Event description:
Country of complaint: (B)(6). Unopened package of thread has been sent to the university hospital in (B)(6) for investigation. Report of the university hospital in (B)(6) of (B)(6) 2013 shows that the thread is contaminated with propionibacterium acnes.

Manufacturer narrative:
Reported device not marketed in the u.s. However, similar device is. U.s. Agent notified on: (B)(6) 2013. Investigation ongoing at manufacturing site.